Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was making a continuous beep. The patient's blood glucose at the time of incident was either 80 mg/dl or 88 mg/dl. Troubleshooting did not occur as the call disconnected. The insulin pump was not returned or replaced at this time.